Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patient's death and implant duration are also unknown. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after implant duration of approximately 0.3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider via fax), a response was received. It was learned that the event was not device related. The device has been disassociated from the event by the surgeon; therefore, it has been determined that this event is no longer reportable to the FDA.